Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area. The customer successfully completed the cartridge loading process and resumed insulin delivery.